Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument was not recognized. No fragments fell into the patient. The procedure was completed with no reported injury. There were no delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The returned product did not exhibit the event described in the complaint. The probable root cause of the customer-reported issue could not be determined and may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have a broken monopolar yaw pulley at the ceramic insulator interface. Broken piece was missing as a result of breakage. Size of missing piece is approximately 5.90mm x 7 mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The probable root cause of the broken monopolar yaw pulley and the resulting broken component is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.